Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported ischemic bowel could not be conclusively determined.

Event description:
During an electrophysiology study using an ensite array catheter, the pt developed an ischemic bowel. The ensite array catheter was placed in the left ventricle to record pacing activation sequences for a customer-initiated research study. The catheter was placed without incident and an act of 300 was targeted and achieved. The case was successfully completed. Over the course of next two days, the pt developed an ischemic bowel, which required a laparoscopic right hemicolectomy. The physician believes the probable cause was a clot from the procedure. The pt did well and was discharged on (B)(6) 2014.